Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that a 1109 check vent: machine pressure sensor auto-zero failed alarm occurred during a test run. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated and ran the device but could not duplicate the reported machine pressure sensor autozero failed error code. Because the pse confirmed the error code in the event log, the pse replaced machine auto-zero solenoid valves 2 and 4, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed solenoid valves were returned to the product investigation lab (pil). Visual inspection of the solenoid valves revealed no discernable visual issues. The solenoid valves were tested, and the failure was confirmed. The technician was able to generate 1109 alarm errors during the standard test bed (stb) operation with the suspect solenoids installed into it. After further evaluation, the technician concluded that solenoid 2 was faulty as it was stuck in a de-energized position. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.